Event description:
Reported event of band migration of lap-band (r) device within three patients from journal abstract, "treatment strategy of band migration," obes surg (2014) 24:1136-1378.

Manufacturer narrative:
No contact info was provided for the reporter of the complaint. The product associated with this report has not been returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event.